Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific device failure mode or patient injury in regards to the flat mesh was alleged. The medical records provided were limited to the patient's implant operative report, implant tracking log and two additional non related surgical procedure that did not involve the bard flat mesh. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2001 - the patient was diagnosed with abnormal uterine bleeding and stress urinary incontinence. The patient underwent a total abdominal hysterectomy and burch procedure. On (B)(6) 2013 - the patient was diagnosed with pelvic organ prolapse and underwent a laparoscopic sacrocolpopexy with implant of a bard flat mesh, right salpingo-oophorectomy, implant of a non-bard davol tvt mesh, posterior colporrhaphy followed by cystoscopy. The attorney alleges the patient experienced unspecified adverse patient outcomes associated to use of the device.